Event description:
The customer reported that his insulin pump alarmed during the prime/rewind process. The blood glucose reading was 93mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.